Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the physician experienced severe resistance during valve alignment. Additionally, post deployment, the patient suffered an aortic rupture. The valve was crimped following standard IFU and there were no issues during crimping. When attempting to advance the valve on the balloon, however, tension could be felt building up in the system. When turning the fine alignment wheel to advance the valve on balloon, tension increased with every turn of the wheel. On imaging, it looked like the pusher was wedged with the valve and the valve could not be brought between the markers. It was attempted to push the valve further on balloon with the help of sheath by pulling back the delivery system towards the sheath and using the sheath as pusher but that was not successful. The valve stopped moving not even half way toward the correct position on the balloon. It was decided to partially inflate the balloon to expand the valve slightly and then pull back the balloon to get the valve positioned correctly on the balloon but this was not successful either. It was then decided to implant the valve in the abdominal aorta. The valve expanded extremely asymmetrically, more distally and almost nothing proximally. Due to this asymmetrically opening of the valve, the stent ruptured the aorta. A vascular surgeon was called to remove the valve/delivery system and surgically repair the rupture. Post procedure the patient was stable but unfortunately did not recover and died as a consequence of the surgical intervention. Additional information provided confirmed a bav had been performed. A ratio of 15:85 contrast to saline was used in the commander delivery system during the procedure. During de-airing, the balloon was partially inflated at approximately 20-30%. A 16fr esheath was used. The valve was crimped 3 times, each time the crimp was held 3-5 seconds. It was not extremely difficult when inserting/advancing the delivery system through the sheath. When the valve was being loaded on the balloon a lot of tension was felt. The valve was not able to be moved forward on the balloon. The valve alignment issue was perceived by the physician to have been caused by the design of the crimper, in that the crimper might be crimping the valve too much onto the balloon causing too much resistance.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant. Thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The delivery system was returned to edwards for evaluation. The device underwent visual and functional analysis. Visual inspection revealed severe gouges on the flex tip, a compression on the distal flex shaft, an abnormal balloon profile with flare on the distal end and residual fluid inside the balloon. No other abnormalities observed. Functional analysis was performed. The delivery system was able to be pulled to the valve alignment marker and locked. Full fine adjust and flex were able to be used without any observed abnormalities. No dimensional analysis was performed as the visual and functional evaluations did not detect or identify any non-conformances or defects on the device. The device functioned without observed abnormalities. Based on this information, there are no applicable dimensional analysis required related to the reported event. During manufacturing, the commander delivery systems undergoes multiple 100% inspections. Furthermore, all manufacturing lots are subject to product verification (pv) testing on a sampling plan. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for valve alignment difficulty and fine adjust difficulty were confirmed. The case notes revealed that a lot of tension was experienced when starting to load the valve onto the balloon (during valve alignment). During functional testing of the returned device, the device was able to be pulled to the warning marker, suggesting that the tension experienced during the procedure contributed to the inability to perform valve alignment. The compression noted on the flex shaft indicates that the device was likely under tension during valve alignment. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Visual inspection of the returned device revealed gouges on the flex tip suggesting diving and/or resistance against the valve struts occurred during the procedure. The complaint description also noted that the valve appeared wedged on the flex tip suggesting diving occurred. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was also recreated in a previously performed engineering study. Additional patient/procedural factors can also result in difficulty with valve alignment. Potential issues include: 1) residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment. It can be noted that residual fluid was observed in the returned device, but is likely attributed to valve deployment. 2) improper crimping of the valve onto the balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. It can be noted that the doctor suggested valve over crimping as a potential cause. Per the complaint description, ¿it was attempted to push the valve further on balloon with the help of sheath by pulling back the delivery system towards the sheath and using the sheath as pusher but that was not successful¿. The use of the sheath to perform valve alignment is not instructed per the training manual. After attempts at valve alignment, the balloon was partially inflated in an attempt to pull back the balloon for aligning the valve. Without success, the balloon was asymmetrically deployed, which led to further complications. It is likely that the flare observed on the inflation balloon occurred during deployment activities and was potentially further enhanced during delivery system retrieval. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the events. Review of complaint history for the month of july 2017 revealed that the occurrence rate does not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.